Event description:
It was reported that on 28 may 2024, 4 mm x 2 mm amplatzer piccolo occluder was chosen for a patent ductus arteriosus (pda) closure using a unknown delivery system for an 4 week old, 1.5 kg patient. The device was implanted, but a left pulmonary artery (lpa) compression was noted by fluoroscopy. The physician snared the device out. There was no embolization noted. A new 3 mm x 4 mm amplatzer piccolo occluder was chosen and completed the procedure. There was a minimal delay in the procedure but the patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device snared due to compression was noted by fluoroscopy was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. As per instructions for use: caution: whenever possible, do not deliver the device in small infants (=2 kg) using the retrograde approach since small infants are at an increased risk for arterial.